Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer hospitalized on march 10, 2016 with blood glucose of 350 mg/dl. Customer's blood glucose was 400 mg/dl prior to going to the hospital. Customer was treated with IV drip and medication. Customer was reconnected to insulin pump the second day of being in the hospital and blood glucose remained high. Customer has symptoms of headache, vomiting and fatigue. During troubleshooting, insulin pump received a motor error alarm during high pressure test. Caller was not able to complete troubleshooting and would call back.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self-test, error test, displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. We were unable to prime during prime test due to faulty force sensor. We were unable to complete functional test prime anomaly. No motor error alarm noted. The motor was tested outside the device and passed. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and scratched around casing.